Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up while installing a firmware upgrade, the device delivered two shock therapies inappropriately to the patient. The firmware upgrade installation was completed, making device interrogation successful. The patient was in stable condition throughout the event.